Event description:
User experienced multiple discrepant calcium results during overnight shift. Exact number of pt samples impacted not provided. Two pt examples were provided. Pt 1, initial result 8.9 mg/dl, repeat 10.3 mg/dl. Pt 2, initial result 9.1 mg/dl, repeat 10.0 mg/dl. No erroneous results were reported. Customer refused to provide any additional pt info. The field service representative determined faulty valves to be the cause and on subsequent visit replaced valves sv16 and sv18. Performance tests were performed and within specification.